Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 545, 131, & 126 mg/dl when all tests were performed within one min of each other on the active system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.